Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the error logs confirming an error had occurred that prevented mechanical ventilation. The display was replaced, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit was not able to boot up. There was no report of patient involvement.